Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105 (pulse test relay stuck), belt connector will not stay latched ) has been confirmed. Upon investigation the monitor had exposed wires at the belt connector. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor that had a service code 105 (pulse test relay stuck), and the belt connector will not stay latched .